Event description:
It was reported that the patient¿s right atrial (ra) lead dislodged. X-ray imaging was performed and revealed a dislodgement of the ra lead. The physician elected to explant the ra lead and was replaced with a new one. There were no patient consequences.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with helix extended and clogged blood/tissue. The full helix extension length was measured to be within specification. Visual and x-ray examinations of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.